Manufacturer narrative:
The remote clinical service engineer (rcse) spoke to the customer and explained the new interface for software revision p pause alarms and that he staff must choose one or two minutes each time as a confirmation. All settings of another x3 from the same unit was checked. Heart rate (hr) limits 200/100. Hr set at short yellow. Latching red only audible and visual. Reminder set to on at 3 minutes. The customer was asked to go back and find out what alarm they reported as not sounding. The engineer emailed and send multiple good faith effort to the customer to get more information but the customer did not come back with any further information. The case was closed as there is no further information to evaluate. Based on the information available and the testing conducted, the cause of the reported problem is unknown. The reported problem was not confirmed. The engineer provided their analysis findings however we are unable to confirm the final disposition of the device because the customer did not respond to requests for additional information. The investigation concludes that no further action is required at this time.

Event description:
The customer reported a yellow alarm had a banner but no sound and the staff requested an inquiry regarding the pause alarm timing. The device was in use on a patient. There was no report of patient or user harm.